Event description:
Nurse was stuck in the finger due to needle retraction failure. Further investigation revealed that the incident was also attributed to the user's technique. The sales representative offered to set up an in service for the cat scan department.